Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The sram card was replaced. The system was tested and is operating as intended.

Event description:
The customer reported a checksum error message on the 9600 system. No pt injury was reported.